Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images attached in the notes & attachments section of pc titled "(B)(4) img_0730 14oct2021", "(B)(4) img_0728 14oct2021", and "(B)(4) img_0729 14oct2021". The images were reviewed, and the complaint condition is confirmed. The cortex screw appears to be broken in the provided images. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. A lot number could not be found in the photos and was not provided, therefore no DHR review could be performed. The DHR review will be revisited once the physical device is received or a valid lot number is provided. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a lot number could not be found in the photos and was not provided, therefore no DHR review could be performed. The DHR review will be revisited once the physical device is received or a valid lot number is provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for removal of hardware due to humerus failed construct with plate and screws breakage. Devices were explanted. Patient was revised with a new plate. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: proximal humeral plate (part # 241.901, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity 7), unknown locking screws (part # unknown, lot # unknown, quantity 6). This complaint involves four (4) devices. This report is for one (1) unk - screws: 3.5 mm cortex. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: 3.5 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.